Event description:
A report was received that during a lead revision due to migration, the physician noted that the ipg had flipped multiple times and the leads were wrapped around the ipg. The patient had stated that they were experiencing difficulty charging. The physician elected to replace the entire system and the patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4). Description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the device found that no anomalies or deviations potentially related to the event occurred during manufacturing.